Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's right hand was all over the place , like they were not getting therapy since (B)(6) 2018. Patient checked their ins status and ins was off. It was stated that the patient's ins battery was low so patient charged it to 1/3 on the day of the report, and they were able to get therapy/stimulation back on and the symptoms stopped, resolving the issue at contact closure. Patient synced with the patient programmer (pp), and stimulation was off. This was a sudden change in therapy/symptoms. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.